Event description:
It was reported that this newly implanted right atrial (ra) lead might have moved since implant. The physician was considering revising this ra lead however this patient is very ill and does not want to do that. The field representative tested the device in which the ra ventricular sensed beats were right on top of each other on the electrogram (egm) therefore when ra paced then rv pace showed on the egm. The amplitude and thresholds had also changed. Ultimately, the ra lead therapy has been programmed off. This ra lead remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.